Event description:
Resolution 360 clip was used to control bleeding in colon. Hand piece was deployed, but clip did not fire. Device became lodged in pt's colon. Vendor rep was called for advice on making device release so that it could be removed. Add'l gi surgeon was consulted as well. Device was removed in stages using other techniques and devices endoscopically. Procedure was prolonged 1.5 hours and no harm to the pt. FDA safety report ID# (B)(4).